Event description:
Reportable based on device analysis completed on 19nov2024. It was reported that stent deployment failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent was selected for stenting. However, during the procedure, it was noted that the stent could not be deployed in the target lesion due to resistance. In order to check if the stent was deformed, the physician deployed the stent outside the patient. The procedure was completed with another of the same device. The patient condition following the procedure was stable. However, device analysis revealed damage to the proximal and distal wires, as well as separation of the delivery system at the guidewire port.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1:(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination found the stent of the device to be fully deployed from the device. Both the proximal and distal stent wires were found to be damaged. A visual and tactile inspection found the delivery system to be separated at the guidewire port. A visual examination identified no issues with the tip of the device. This concludes the product analysis.